Event description:
During an unrelated device replacement procedure, the right ventricular (rv) lead was explanted and replaced due to noise episodes which resulted in oversensing. There was no inappropriate therapy delivered. Diagnostic imaging was performed, and there was no visible damage noted on the lead. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported event of noise was not confirmed.